Manufacturer narrative:
This event occurred during (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml exactamix containers were leaking in the patient¿s home prior to use. The leak was from a small hole near the seal of the middle port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The three actual samples were not available; however, a companion sample was evaluated. Visual inspection and microscopic inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with water and checking for leaks by squeezing the bag firmly; no leaks were noted from the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.